Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of both the right ventricular (rv) lead and left bundle branch (lbb) lead were unresponsive. The rv lead was not used and replaced during procedure, lbb lead was not used as left bundle branch area pacing was abandoned, and traditional cardiac resynchronization therapy was utilized. The patient was in stable condition.

Event description:
New information indicates that the helix of both the right ventricular (rv) lead and the left bundle branch (lbb) lead failed to retract after insertion into the patient¿s body. The lbb lead insulation exhibited a twisted appearance due to excessive torque buildup in the lead.

Manufacturer narrative:
Correction: section h10 - the related report numbers should have filled with 2017865-2025-1005610.